Manufacturer narrative:
A ge rep evaluated the system and explained to radiology tech that the warning would appear at a different time than other systems, due to the version of software the customer was using. System operates as intended.

Event description:
Customer reported system is displaying "anode hot warning" early in procedures. No pt injury was reported.